Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified artery. A 1.75mm rotapro was selected for use. During the procedure, ablation was performed second time, and the rotation speed was unstable during dynaglide mode. The procedure was not completed due to this event. No patient complications were reported.